Manufacturer narrative:
MDR 3003442380-2026-56575 / Initial 5 of 5.Based on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot and serial number; however, lot and serial number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot and serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia on (b)(6) 2026 with a blood glucose level of 520 mg/dL and was treated with Multiple Daily Injections.